Event description:
The suturing system would not catch the stitches so a fistula could be closed up; new system used without difficulty. Chart reviewed; states: "the scope advanced all the way to gastrohepatic fistula and total six interrupted endo stitches were taken to close the fistula using apollo endoscopic suture kit."